Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)- the device booted to a task bar error. The rf head could not interrogate devices and tested out of specification.

Event description:
The programmer and rf head were returned to the manufacturer, analyzed, and tested out of specification.